Event description:
The customer reported to philips healthcare that "test failed". The specific test or tests were not provided. The philips field service engineer (fse) later clarified that during the user initiated shift/system operational check (opcheck) the device failed the defib test, displayed error code 01000 and halted operation. Now when the device is powered on the device displays error code 01000 and halts operation. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.